Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. Device remained implanted.

Event description:
Edwards received notification from our affiliate in germany that after an implant duration of 4 years and 6 months a valve in valve procedure (23mm edwards sapien 3 ultra in a 23mm sapien 3) was performed due to unknown reasons. At the time of viv, the valve was functioning well with a mean gradient of 8mmhg. The patient was in good condition.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of unknown valve failure was unable to be confirmed due to unavailability of relevant imagery/medical records. Since the lot number was not provided, a DHR review was unable to be performed to determine whether a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. In this case, the reason for requiring a valve-in-valve approximately 4 years and 6 months post implantation is unknown. Due to limited information, a definitive root cause was unable to be determined at this time. Since no labeling or IFU inadequacies were identified, no corrective/preventative action nor product risk assessment (pra) is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.